Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant device: burr attachment device, therapy date: (B)(6) 2021. UDI: (B)(4).

Event description:
This is report 1 of 2 of the same event. It was reported from (B)(6) that the attachment devices were heating up while in use with the electric pen drive device. It was further reported that it was unknown if the attachments were causing the heat. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.